Manufacturer narrative:
D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number were not provided. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, a definitive cause for the reported patient effect could not be determined. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Estimated. The clip is implanted and is not returning. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This report is conservatively filed for death. It was reported that on (B)(6) 2015, the patient was hospitalized for a mitraclip procedure. The procedure was performed on an unspecified date and details were not provided. On (B)(6) 2019, the patient passed away. Per physician, the cause of death was unknown and the device relationship to the death is unknown. There was no device malfunction reported. No additional information was provide regarding this issue.